Manufacturer narrative:
The transmitter was returned to nihon kohden and evaluated. The problem reported by the customer was duplicated. The center case was defective. The unit was cleaned and the defective parts were replaced. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter malfunctioned as it is having intermittent issues with the pause feature. Pause will not be displayed in full disclosure and will sometimes pause on its own. Transmitter would display paused but central station (cns) would not show it unless you went into arthrymia recall.